Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed functionality testing) has been confirmed. As received, the electrode belt failed incoming functionality testing. Upon evaluation, the k1 relay on the belt's distribution node (dn) pca did not open resulting in damaged resistors r1 and r2 on the dn pca. The cause of the incoming test failure was the damaged components. The root cause for the relay failure was unable to be positively identified. No adverse event resulted form the defective electrode belt.